Event description:
Reporter alleged blood glucose readings had been higher and went to the doctor as a result. It was stated blood glucose measured 94 mg/dl at the lab and when customer returned home within 10 minutes, her meter read 181 mg/dl. Customer stated not having any symptoms of high or low glucose at the time. No actions or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.